Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a high out-of-range pace impedance measurement greater than 3,000 ohms. Rv pace impedance trends showed this was a sudden spike in measurements, and rv impedances were previously stable around 400 ohms. The patient was brought into the clinic for lead testing with isometrics and pocket manipulation, and no noise was observed. Alerts for non-physiologic and abrupt impedances were programmed on. This rv lead remains in service, and will continue to be monitored at this time. No adverse patient effects were reported.